Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 6.0 x 40 mm armada 35 balloon dilatation catheter, an attempt was made to evacuate the air from the device, but the air continued to be aspirated. A 7.0 x 40 mm armada 35 was used to complete the procedure. There was no report of a clinically significant delay in the procedure and the device was not used in the anatomy. No additional information was provided.